Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that there is a concern of suspected thrombus in the pump. Log files sent to the manufacturer for review did not indicate any abnormal alarms or events. Additional information obtained from the vad coordinator on (B)(6) 2013, advised that the pt is stable and currently is an out-patient. There are no plans for a lvad pump exchange. The pt has significant congenital cardiac issues and the reported hemolysis may be due to cardiac issues and not pump thrombus. They are uncertain at this time.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.